Manufacturer narrative:
The reported 1.2mmx45cm nitinol guidewire, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. This case reports that during a revision procedure, the nitinol guidewire broke off in the knee joint. Approximately 4 months later the broken wire was confirmed on x-ray. Per email communication, it was reported that the broken wire was retrieved, however due to patient confidentiality no additional information will be provided. That patient's current status is unknown. From the information provided, the guidewire broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a revision surgery performed on (B)(6) 2020 the 7cm long nitinol guide wire broke off during the insertion of tibia screw, also the guide wire was found broken in the knee joint. An x-ray was performed on (B)(6) 2020 and confirmed the broken wire in the knee joint. It was reported that a surgery was performed on (B)(6) in order to remove the broken device.

Event description:
It was reported that, after a revision acl surgery that had been performed on (B)(6) 2020, the patient attended to 3-month follow up appointment with the surgeon. An x-ray was performed on (B)(6) 2020 and found broken wire in knee joint. A revision surgery was performed on (B)(6) 2020 to remove the broken guide wire. The patient outcome is unknown.